Manufacturer narrative:
Concomitant medical product: 694758 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left ventricular (lv) lead had pulled back into the coronary sinus. The lead remained in use and the patient was monitored. As the patient developed heart failure symptoms, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.